Manufacturer narrative:
Additional manufacturer narrative: report of recurrent mitral regurgitation for a patient post mitral valve repair using an edwards anuloplasty ring four (4) years ago. Dehiscence of a significant portion of the subject ring was confirmed during surgery. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, the surgeon indicated that this event is procedural related and not due to a device malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device malfunction or quality deficiency related to this event. No further action is required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after a duration of four (4) years due to severe mitral valve regurgitation due to ring dehiscence. Per the op notes received: explant due to severe mitral regurgitation with a posteriorly directed jet. The posterior portion of the mitral annuloplasty ring also appeared to be dehisced. During surgery it was confirmed dehiscence of a significant portion of the annuloplasty ring going from the posteromedial commissure all the way down to the junction between pl and p2. The surgeon indicated that this event procedural related and not due to a device malfunction.